Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual analysis of the returned device revealed minor cosmetic damage consistent with implantation and immediate explantation. This analysis also revealed that the set screw is protruding into the lag screw hole. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required the cause of the event was related to the set screw extending into the lag screw hole causing the lag screw to not pass through the hole. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Concomitant: unknown, unknown screw, unknown. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10148

Event description:
It was reported that the screw would not thread into the nail, so the nail had to be explanted. Attempts have been made and additional information on the reported event is unavailable.